Event description:
Caller reported cartridge alarm 30, which did not cause the customer¿s blood glucose (bg) to exceed 500 mg/dl, indicating no adverse impact on the customer's blood glucose level. Customer continued using the current pump as backup therapy.